Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, prior to use, the device was inspected/tested and the pullwire appeared damaged. Additionally, the needle was found to be protruding from the side of the forceps. No biopsies were retrieved with this device. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, prior to use, the device was inspected/tested and the pullwire appeared damaged. Additionally, the needle was found to be protruding from the side of the forceps. No biopsies were retrieved with this device. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent and the jaws were misaligned. No damage or break was noted to the device pullwires. Functionally, the jaws opened properly, but failed to close completely due to the bent needle and misaligned jaws. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was not consistent with the complaint that pullwire was damaged. The evaluation found that the pullwires were intact. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).